Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that his freestyle libre reader would not turn on, by neither button or test strip insertion. The customer reported he experienced symptoms of "dry-mouth" and "light-headed". The customer subsequently had contact with a healthcare professional, who diagnosed the customer with hyperglycemia and treated him with IV fluids and insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation was performed for the returned reader. A visual inspection was performed and no issues were observed. The returned battery was measured and determined to be low voltage. A retained battery was inserted and the reader powered on normally. A half charged retained battery was inserted and charged successfully, therefore the returned reader was capable of charging a known good battery. The returned battery was unable to charge when connected to a retained reader, therefore the returned battery was determined to be low voltage.

Event description:
The customer reported that his freestyle libre reader would not turn on, by neither button or test strip insertion. The customer reported he experienced symptoms of "dry-mouth" and "light-headed". The customer subsequently had contact with a healthcare professional, who diagnosed the customer with hyperglycemia and treated him with IV fluids and insulin. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported that his freestyle libre reader would not turn on, by neither button or test strip insertion. The customer reported he experienced symptoms of "dry-mouth" and "light-headed". The customer subsequently had contact with a healthcare professional, who diagnosed the customer with hyperglycemia and treated him with IV fluids and insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. The reported reader was returned and investigated with retained test strips. Performed visual inspection on the returned reader and no issues were observed. The reader did not power on with button depression or with strip insertion. Reader did power on with the usb cable. Reader was sent for further investigation. Reader was de-cased and no issues were observed. On the printed circuit board assembly test points, the battery voltage of the reader was measured and it was not within the normal specification. The returned reader was then tested with a retained battery and observed the reader did power on. Therefore, the issue is confirmed to a faulty battery.